Manufacturer narrative:
Additional information: b5, d3 (street 1, MFR city, MFR region, country code, postal code), g4, h3 h3 evaluation summary: pictures were received for evaluation. The reported event could not be confirmed. Without a sample is unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause of the reported condition or implement any corrective action. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was blown during use. Patient was alert. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was blown during use. There was no patient injury.